Manufacturer narrative:
It should be noted that the use of a large elupro antibiotic-eluting bioenvelope with an s-ICD sized device is considered off-label. The size of an s-ICD functionally requires the use of a xxl bioenvelope, which is not available in the elupro product line. Manufacturing review of the elupro antibiotic-eluting bioenvelope device history record was completed resulting in no quality issues identified during processing of the final packaging, or the sterile subassembly manufacturing lots. It is noted that per the instructions for use (IFU - art-20837 rev. A, IFU elupro antibiotic-eluting bioenvelope) provided with each finished elupro device, that "seroma" is a potential known complication associated with the use of the elupro bioenvelope or any cardiac surgical implant procedure. No other details are available, should any additional information be received a follow up report will be filed.

Event description:
Notification was received from boston scientific sales representative that a 37 yr. Old male patient was implanted with an boston scientific emblem s-ICD on (B)(6) 2026 using an elupro antibiotic-eluting bioenvelope (cmcv-124-lrg; lot #m26c1092). It was reported that the patient had developed a seroma (specific date is unknown) and that the device(s) remain in place. The physician states that the reported seroma is related to the elupro bioenvelope and not procedure related. No further details are available regarding the reported event, should any additional information be received, a follow-up report will be submitted.